Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell while wearing the pump and landed on the pump shattering the touch screen. Additionally, the pump touch screen would no longer light up. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.